Event description:
It was reported that the pump touchscreen was timing out sooner than expected intermittently. There was no adverse impact to the customer's blood glucose level. The customer declined receiving a replacement pump and reportedly continued using the pump for insulin therapy.